Manufacturer narrative:
(B)(4). A visual evaluation of the returned device the stent was returned loaded on the delivery system, which indicates that the stent failed to deploy. The proximal section of the guide catheter was kinked in several locations, also it was stretched and broken. The push catheter was kinked approximately at 5.5cm from distal end. The suture hole was torn. The stent did not have any visual damages. Based on the product analysis, issue occurred during procedure and the patient presented tortuous anatomy. It is most likely some procedural/anatomical factors were encountered during the procedure could have affected the device performance and its integrity. Handling and manipulation of the device during its use can lead to kink/bend the catheters, this condition can result in issues retracting the guide catheter and deploying the stent due to friction between the catheters at kinked areas, continued attempts to deploy the stent or force retracting the guide catheter in order to release the stent can result in tearing suture hole and guide catheter stretching and breakage. Therefore, adverse event related to patient condition. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that an flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct, performed on (B)(6) 2018. According to the complainant, during the procedure, when the flexima biliary stent was inserted inside the patient, it was unable to be detached which causes the deployment failure. The procedure was successfully completed with different device with another flexima biliary stent. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results; guide catheter broke.